Event description:
Boston scientific received info that this dependent pt's right ventricular (rv) lead was revised. The pt was admitted with an escape ventricular rhythm and complained of pain in their lower apex area. The lead intermittently captured when programmed to maximum outputs and was though to have micro dislodged and a perforation had occurred. No further details were provided. The lead was explanted and will be returned for analysis. No further pt effects were reported.